Event description:
It was reported by the customer that pyxis medstation es system was not communicating and that the station was in critical override mode. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was found that the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical support specialist troubleshooted the device.